Manufacturer narrative:
Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1807721, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this issue. Product undergoes visual and functional testing throughout the manufacturing process to ensure the quality of the device. Based on available information, since we were unable to duplicate your indicated failure mode and review of DHR showed no indication of the alleged defect, no root cause was possible to determinate at this time.

Event description:
It was reported that the bd phaseal¿ optima connector (c35-o)and injector came apart when the dog of a patient receiving a home infusion jumped into the bed. The pieces were reconnected, but separated again during the night while the patient slept, delaying the medication delivery. The patient visited the hospital to have everything checked over, to which everything was reportedly fine. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "a patient was receiving a home infusion and his dog jumped in bed and the injector and connector came apart. He reconnected the pieces and then some time during the night the two pieces came pulled apart while he was sleeping. There was no chemo spill and no harm to the patient. The medication delivery was delayed. He went back in to the hospital to have everything checked out and it was okay."

Manufacturer narrative:
Date of event: date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ optima connector (c35-o) and injector came apart when the dog of a patient receiving a home infusion jumped into the bed. The pieces were reconnected, but separated again during the night while the patient slept, delaying the medication delivery. The patient visited the hospital to have everything checked over, to which everything was reportedly fine. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "a patient was receiving a home infusion and his dog jumped in bed and the injector and connector came apart. He reconnected the pieces and then some time during the night the two pieces came pulled apart while he was sleeping. There was no chemo spill and no harm to the patient. The medication delivery was delayed. He went back in to the hospital to have everything checked out and it was okay."